Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) idiopathic ventricular tachycardia - left (l-idvt) cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Patient experienced an av block and required implantation of a temporary pacemaker. After mapping pvc physician started the ablation close to the his location (1.1 cm according to carto annotation). After 2 ablations (10sec + 25sec) he stopped due to an av-block which was induced most likely due to rf ablation. Case was interrupted and provisional pacemaker was implanted. Patient will be monitored in the following hours to check if the conduction system will recover. Material used at the time of the event: ref patches, deca dynamic (bsx), pentaray, thermocool smarttouch (lot information not available), agilis sheath (abt). Additional information was received. Physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was unknown. Patient required prolonged hospitalization as patient had to be monitored on the monitoring station to check if the av block recovers.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported in the 3500a initial under h 10. Additional manufacturer narrative, ¿additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ additional information was received on 16-jun-2023 clarifying that the device was discarded by the hospital staff and not available for return. Therefore, updating the following: h10. Additional manufacturer narrative: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. -h6. Type of investigation from ¿device not returned (b17)¿ to ¿device discarded (b18)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).